Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.